Event description:
It was reported that the insulin gauge was inaccurate on a previous day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge.